Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event/product prob it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A perforation and pericardial effusion were reported. The procedure was cancelled. It was reported that a versacross connect access solution for faradrive was selected for a pulmonary vein isolation ablation. The procedure has start, and venous access granted. The physician attempted the ij placement of non-boston scientific coronary sinus (cs) catheter (as is his normal process), but he could not place it. Hence, the physician re-attempted via femoral access and cs is placed. The versacross is inserted into the body, and once on the superior vena cava (svc), physician performs drop down to septum, he pulls back to the svc to reattempt the drop down and physician drops down again, confirming placement. Radio frequency is then delivered to gain left atrium (la) access successful. However, within a minute or two of la access, physician notes effusion and begins to investigate, determining that the patient does have a pericardial effusion. The perforation occurred in the right atrium (ra) appendage. A pericardiocentesis was then initiated and performed. The ablation procedure was aborted and patient was transferred to the operating room for emergency sternotomy surgery. The device is not expected to be returned for analysis as it was disposed. It was further confirmed that the patient was discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A perforation and pericardial effusion were reported. The procedure was cancelled. It was reported that a versacross connect access solution for faradrive was selected for a pulmonary vein isolation ablation. The procedure has start, and venous access granted. The physician attempted the ij placement of non-boston scientific coronary sinus (cs) catheter (as is his normal process), but he could not place it. Hence, the physician re-attempted via femoral access and cs is placed. The versacross is inserted into the body, and once on the superior vena cava (svc), physician performs drop down to septum, he pulls back to the svc to reattempt the drop down and physician drops down again, confirming placement. Radio frequency is then delivered to gain left atrium (la) access successful. However, within a minute or two of la access, physician notes effusion and begins to investigate, determining that the patient does have a pericardial effusion. The perforation occurred in the right atrium (ra) appendage. A pericardiocentesis was then initiated and performed. The ablation procedure was aborted and patient was transferred to the operating room for emergency sternotomy surgery. The device is not expected to be returned for analysis as it was disposed.